Event description:
Follow-up identified the patient underwent surgical intervention to explant the entire system. While the infection remains unconfirmed, the physician noted the ipg pocket was exposed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site appeared bruised and superficial. Follow-up identified the patient's ipg had eroded through the skin and an infection was suspected. Surgical intervention may be undertaken to address the issue.